Event description:
The customer's father called stating the customer was hospitalized for low blood glucose. The father stated that the customer was at school and the insulin pump delivered 120 units on it's own. Troubleshooting was performed and several boluses of 20 units were found in the history. The father also stated that some of the features of the insulin pump were turned on, although he had previously turned them off. Advised the father that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.